Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received diminished battery life as well as buttons are not responsive, insulin pump had unexplained no delivery alarm .customer also stated that the screw on top of battery harder to remove .the customer¿s blood glucose level was unknown. Troubleshooting was not performed . The insulin pump will not be returned for analysis.